Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was suspended, and investigation showed that cartridge did not vent properly. There was no adverse impact to the customer's blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and after guidance from technical support pump resumed normal operation.